Manufacturer narrative:
(B)(4).

Event description:
Patient was referred for surgery due to pain in the neck due to a lead pulling sensation caused by generator migration. The device was checked after surgery which resulted in a eos=yes indicator for the battery status. The patient was then brought back into surgery the next day and placed under general anesthesia but prior to the surgeon making the cut, the device was interrogated with another tablet and the battery status was ok and they checked again with the initial tablet used and the battery was ok, so no further intervention was taken and the surgery was canceled. No other relevant information has been received to date.

Event description:
Additional information received noting that the generator was confirmed to be secured with a non absorbable suture and there was no reported trauma or manipulation.

Event description:
The patient was reported to be doing fine still. It was further assessed that the patient's generator was likely hit with electrocautery during the repositioning surgery causing the battery to drop to eos=yes and then rebound. Internal data from the generator was received and reviewed. The received tablet data contained programming history from (B)(6) 2020 to (B)(6) 2021. The patient was last programmed to output current ¿ 1.5ma/ frequency - 20hz/ pulse width - 250usec/ on time - 30sec on/ off time ¿ 5 min off/ magnet output current ¿ 1.75 ma/ magnet pulse width - 250 usec/ magnet on time - 30 sec on/ autostim output current ¿ 1.5ma/ autostim pulse width - 250sec/ autostim on time ¿ 30sec/ battery ¿ ok. Upon initial review on (B)(6) 2021 the battery voltage was noted to be 1.945, eos=yes. However, the charged consumed was only 4.509% meaning 95.491% battery should have been remaining and not 0%. Then on 6/26/2021 the battery rebounded to ok, 3.409 v. Impedance values are within normal limits for the dates provided.(B)(6) 2021 shows impedance of 1993 ohms.

Event description:
Additional information received noting that the patient is able to turn their generator under the skin and is in pain. The patient had x-ray images taken and they were sent in and reviewed. The generator was located in the patient¿s upper left chest at the 5th rib. The connector pin can be seen coming through the second connector block and appears to be fully inserted. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. The tie-downs being present and placed per labelling could not be assessed due to the quality of the images provided. But there appears to be a strain relief bend and one tie-down present. As little lead length is seen between the generator and lead and strain relief loop does not appear to be present, this is likely contributing to the lead pulling sensation. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s migration and pain could not be determined based on the images provided. The cause of the lead pulling sensation is due to lack of strain relief loop and lead length from generator to electrode. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No other relevant information has been received to date.